Event description:
A 3.5 diameter x 30 mm length ave micro stent ii was inserted into the left anterior descending artery. It was not possible to reach the target lesion due to heavy proximal calcification of the target vessel, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in the femoral region of the pt's arterial system. The physician did not follow the instructions for removal of an undeployed stent since it was attempted to pull the stent back into the guide catheter while engaged in the coronary artery. The stent remains within the pt's peripheral vasculature. Subsequently, the pt went to surgery for coronary artery bypass surgery. There was no add'l clinical sequelae reported relative to the event.